Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No motor errors or delivery malfunctions were identified in the device engineering logs. Review of cgm and device data from the event date shows that insulin delivery occurred in response to cgm glucose values and two "more than usual" meal announcements made earlier that morning. The ilet issued low glucose alerts and suspended insulin when glucose values approached the hypoglycemic threshold. Emergency personnel documented a blood glucose (bg) of 33mg/dl by fingerstick, while cgm data recorded a nadir of 54mg/dl, suggesting possible cgm inaccuracy. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a user participating in a study for individuals with cystic fibrosis (cf) experienced a severe low blood glucose (bg) event with a nadir of 33mg/dl. The user lost consciousness and was treated by emergency medical personnel with intravenous (IV) dextrose. The user did not recall the events leading up to the low. The user reported no long-term health effects and remained on ilet therapy.